Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the was there was foreign matter. The following information was provided by the initial reporter: customer problem: sm 367841_2109060 foreign matter in the tube. Sm 367841_2109060 foreign matter.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text: see h.10.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the was there was foreign matter. The following information was provided by the initial reporter: customer problem: sm 367841_2109060 foreign matter in the tube. Sm 367841_2109060 foreign matter.